Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device fired but knife got stuck and even after pressing reverse knife switch, it did not come back, then manual override was done to open the jaws. After opening it was seen that the staple line was also not very well formed. It is unknown how the procedure was completed. There were no adverse consequences for the patient.